Event description:
I am a biomedical technician. When performing electrical safety on a new device, I found a problem with the leakage current. I called the manufacturer and they stated that the device is covered under an iec code at a much lower standard than the nfpa 99. I red tagged the device because of the issue.